Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to address the error 319. Following service, the system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported issue. The unit was tested on an in-house system and failed normal mode as it triggered error 319. The unit also failed on a patient side cart fixture test platform (pftp) as it failed the rolling loop fiber test. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. When the original rolling loop fiber cable was reinstalled, the errors returned. The unit was tested on a pftp and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.

Event description:
It was reported that during a da vinci-assisted prostatectomy the customer had issues with the systems universal surgical manipulator (usm) 2, on the patient side cart (psc). The customer power-cycled the psc with no success. Then the customer disabled the usm for the case. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.